Manufacturer narrative:
No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the pump was alarming and the screen read no disposable clamp in the tubing. The patient denied any air in the tubing. The patient was instructed to turn the pump off then back on and start the pump. The screen read run res vol 105.4 ml; the rate was confirmed to be accurate. No patient injury was reported.